Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that premature battery depletion of this device is suspected. A decrease of approximately 39% in the battery's longevity was observed. A boston scientific technical services (ts) consultant reviewed the log file, and confirmed an increase in power consumption. Device replacement, and return for detailed analysis was recommended. The ts consultant requested the field representative send new data to confirm the findings. This device remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain additional information, no response was received.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion of this device was suspected. A decrease of approximately 39% in the battery's longevity was observed. Awaiting for boston scientific technical services to review device data. This device remains implanted and in service. No adverse patient effects were reported.